Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and motor screeching noise during rewind due to faulty motor.

Event description:
The customer reported via phone call of a faulty motor from the insulin pump. The customer's blood glucose level was unknown. The customer stated that when he was getting ready to bolus, he can hear the little motor on his pump. The customer stated that there is a grinding or rubbing noise. The customer stated that his blood glucose has been all over the board. The customer will be sent a replacement pump.